Event description:
It was reported this balloon ruptured following the second inflation during an unknown angioplasty procedure. Following withdrawal of the balloon catheter through the introducer sheath, it was noted the balloon material had detached and remained in the pt. Successful percutaneous retrieval of the balloon material with a snare followed. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. This device has not been rec'd for eval. Therefore, no failure analysis is available. As lot number for this device was not provided a device history search could not be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. User technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.